Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been hospitalized 5 times due to high and low blood glucose. Customer stated that the doctor had changed her setting, but she still had high blood glucose. Nothing further was reported.